Manufacturer narrative:
Unit alarmed compromised force system sensor during basic occlusion test due to loose/protruded drive support disk. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Event description:
The parent of a customer reported via phone call that the insulin pump drive support cap popped out and insulin squirts out during the manual prime process. The customer's blood glucose reading was 250 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.